Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode and the chloride electrode on a cobas 8000 ise 900 module. The first sample initially resulted in a sodium value of 110 mmol/l and it repeated as 140 mmol/l. It was repeated on a second analyzer, resulting in a sodium value of 141 mmol/l. The sample initially resulted in a potassium value of 4.38 mmol/l and it repeated as 5.53 mmol/l. It was repeated on a second analyzer, resulting in a potassium value of 5.54 mmol/l. The second sample initially resulted in a sodium value of 109 mmol/l on (B)(6) 2025 and it repeated with values of 134 mmol/l and 132 mmol/l. The sample initially resulted in a potassium value of 4.02 mmol/l on (B)(6) 2025 and it repeated with values of 4.83 mmol/l and 4.81 mmol/l.

Manufacturer narrative:
The sodium and potassium electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined that the vacuum nozzle valve was not functioning. The valve was replaced, and the nozzle movement was checked. The nozzle was replaced. An ion-selective electrode check, calibration, and controls were run; the outcome was successful. The investigation determined that the service actions resolved the issue.